Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d4, h.6.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV, "fluid" on right side, device remains implanted.

Manufacturer narrative:
Initial reporter phone: (B)(6). The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, "fluid".

Event description:
Healthcare professional reported capsular contracture baker grade unknown, "fluid" on right side, device remains implanted.